Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was "not receiving any insulin deliveries." As a result, customer's blood glucose level rose to 421 mg/dl and they were subsequently admitted to the hospital where they were treated with a correction bolus and fluids. No additional information was obtained as customer declined further troubleshooting with tandem technical support.